Event description:
A technician from a user facility was reconstituting a qc controlvial and received a cut from the crushed glass ampoule. The cut was 2mmx1mm deep and was cleaned with no stitches required. Technician received no prophylactic treatment. A band aid was applied. Infectious disease recommended screening the plasma and technician's blood. No follow-up treatement was required.